Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 2100 mcg/day via an implantable pump for an unknown indication for use. It was reported that the pump was routinely motor stalling. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated and the logs were viewed. The pump was replaced and the issue was considered to be resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.